Manufacturer narrative:
This report is submitted on december 12, 2023.

Event description:
Per the clinic, the patient experienced swelling around receiver-stimulator and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.